Manufacturer narrative:
(B)(4) - no code available (clip won't open). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00560. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2010. According to the complainant, during the procedure, they had two clips that prematurely deployed and hung limply on the end of the catheter. Neither clip would open. One clip fell into the patient and was left to pass naturally. The other clip was removed with the device. The case was completed with another resolution clip device from a different lot. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.